Event description:
It was reported to boston scientific corporation that an autotome pro rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke, hindering its removal through the working channel of the duodenoscope. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter email) has been updated with the additional information received on october 23, 2025. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break

Event description:
It was reported to boston scientific corporation that an autotome pro rx 44 was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke, hindering its removal through the working channel of the duodenoscope. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.